Event description:
The user facility reported that a nurse slipped on wet floor, as liquid was leaking from the joint between the tubing and the luer connector on the irrigation tubing of the flushing pump. The current condition of the nurse is unknown.

Manufacturer narrative:
The device referenced in this report was not returned to keymed for evaluation. However, the reported phenomenon was addressed in an internal report, which concludes the failure to be due to the variability in tension of securing tie around the joint. The manufacturing process has been updated to use a tool for tightening to ensure consistency of tension. This report is being submitted as an MDR in an abundance of caution.